Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for routing follow up, multiple auto mode switch episodes were noted. Electrocardiogram reveled atrial lead noise which was reproducible. No intervention performed. Patient was continued to be monitored.